Event description:
During a laparoscopic cholecystectomy the er320 scissored when fired on a vessel. 01/31/97 this happened three times and the malformed clips were removed and a new er320 was opened to complete the case. There was no consequence to the patient.

Manufacturer narrative:
Based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to what may have caused the reported incident. The instrument cylced, fired and formed the remaining clips as designed. The experienced the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve the products.